Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sleeve gastrectomy, the stapler shot but the staples did not close, they were left open. They used another recharge and it worked perfectly. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: r57c9c. Device analysis: the analysis results showed that one ecr60d cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. No functional test could be performed due to the condition of the reload. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.